Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed that the surgeon side console #2 (ssc2) was on an uneven floor. Fse performed gravity compensation calibration on the master tool manipulators (mtm)s to resolve the reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported an issue with the universal surgical manipulator (usm4) that occurred previously. The customer stated that when the surgeon released the grip of the master tool manipulator (mtm), the instrument was moving, and the surgeon also experienced tension on usm4. Technical support engineer (tse) reviewed system logs and found error 23075 in which surgeon's hand may not have been touching the right mtm while in following mode. Tse recommended customer attempt to reseat the sterile adapter (sa) and instrument and then tried a new instrument. Prior to contacting tse, the customer stated they had already tried troubleshooting. Customer proceeded with the case. The procedure was completed with no reported injury.